Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that during an laparoscopic sigmoid procedure, incomplete staple line, took new instrument, malformed staple line, no further information is available. Another device was used to complete the procedure. No patient consequence reported.